Manufacturer narrative:
(B)(4). The customer reported that this intellivue mp5 monitor has speaker malfunction - the alarm sound sometimes works and sometimes doesn't work. It remains unknown whether the speaker completely failed, or if the speaker still emitted sounds despite the error message (no sounds at all vs. Crackling/distorted sound), as the customer has apparently recognized the speaker failure, and as no patient adverse event/adverse patient impact was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, patient alarms and technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution, we will report loss of audio even though a visual warning is provided and product labeling states ((B)(4) describes personal surveillance): do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. The intention on monitoring would be in close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring. (B)(4) describes personal surveillance. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. All available information, including trending, supports that there is no design, manufacturing materials or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that this intellivue mp5 monitor has speaker malfunction - the alarm sound sometimes works and sometimes doesn't work.